Event description:
It was reported that an air embolism occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the initial ivus run, the patient experienced st changes and slow flow accompanied by moderate air emboli. Air emboli were visually present during the ivus run and after the opticross catheter was removed. Adenosine was administered and a balloon pump was inserted. The lad lesion was shock waved and stented, resulting in improved flow and st returning to baseline. The procedure was completed successfully. The patient went to the cvicu for observation but was otherwise stable. The patient fully recovered and was discharged.